Event description:
Customer reported that when the alarm sounds, static is heard. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirms the reported issue. The unit powers up with batteries and a 9v adaptor. The voice has static, but is functional. However, unit has evidence of corrosion on the flat contacts and the aqualert indicator shows moisture exposure. Also, the flange from the battery door cut-out is cracked on both sides. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temps. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).